Manufacturer narrative:
Co has distributed a priority review flash notification april 4, 2008 to all potentially impacted client sites. The software notification includes a description of the issue and an interim workflow adjustment to prevent the malfunction. A software modification has been developed and is available to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue resolved and no further narrative is required for follow-up.

Event description:
The issue involves the results to endorse (rte) inbox functionality in powerchart and powerchart office, and affects users that use the rte inbox to view results. When results are posted for orders that were entered on dates outside of the date range filter set in the ordering physician's inbox, the results do not qualify for the currently set filter. Results might fail to be displayed in the ordering provider's results to endorse folder in the inbox. Treatment or diagnosis decisions could be delayed if the clinician is relying on the display of a result in the inbox results to endorse folder to initiate patient follow-up. Note: the final results are posted and are available on the patient's chart. Cerner received communication that a patient's follow-up care was delayed as a result of this issue.